Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks due to atrial fibrillation with rapid ventricular response. The episode was first detected in the monitor only zone, and then accelerated into the vt zone. The device then charged and delivered therapy twice. Technical services discussed detection enhancements and possible reprogramming with the representative. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.